Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the other health issues referenced was the patient was having some cardiac health concerns that needed attention prior to considering a stimulator surgery. The health concerns were not related to the ins/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that per the patient, the cause of the pending or possible pocket revision was due to a recent weight loss. The pocket revision has not been scheduled - rep has not had an appointment with the patient since the day of their call. A pocket revision was scheduled with a battery replacement, but it is from the rep's understanding that it was canceled due to other health issues with the patient. Rep was not sure about resolution. Rep noted the pt has a non-rechargeable battery and will need a replacement in the near future. The information has been confirmed with the physician.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was to get longevity information. The caller reported that the patient has two programs with the same parameters of 450us 80hz 1.5v. The ins battery voltage was at 2.89v. The caller attempted to review the programming information and the session report from the interrogation today said that the session was not ended properly and did not include the therapy parameters. The caller indicated that they wanted to make a decision about ins replacement because they plan to complete a pocket revision. The patient has lost weight within the past year and the ins pocket is loose and uncomfortable. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.